Manufacturer narrative:
The reported rpms exceeded the maximum recommended speed found in the IFU. Lots identified: 33659523, 33659524.

Event description:
It was reported during initial surgery a twist drill fractured during use. A portion of it remains implanted.